Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil, one winding former with several suture pieces and one detached needle were received for analysis. Product code v9460h. During visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The suture cannot be dispensed since the degradation process began, which likely caused the needle to come out from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Additional h11: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, ip-02263446. Device property of -->none, device in possession of -->none. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, when the assist opened the pack, needle and thread were separated. No adverse patient consequences were reported. Additional information was requested.